Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving shocks for vt. Interrogation revealed svt and atrial events falling into blanking. Programming changes were made. No further information is available.